Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0059601. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a needle assembly connected to it. The scale marking is missing. Based on the investigation carried out with the photo sample analysis the symptom reported by the customer is confirmed. It could be possible for this defect to occur during the syringe assembly printing process. It may have been that the barrel printing machine ran low on ink, the barrels did not get the scale printed and the defect was not detected in the next processes. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 photo was provided. The photo shows a syringe with a needle assembly connected to it. The syringe has the scale marking missing. Based on the investigation carried out and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring and trending this product and this symptom. Probable root cause_ syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes.

Event description:
It was reported that 1 bd 20ml syringe luer-lok" tip experienced scale marking issues. The following information was provided by the initial reporter: 20ml syringes have no markings patient/user impact: had to locate other syringes we have a batch of 20 ml syringes that don't have any markings on them. I have opened 5 just today and had 1 yesterday.